Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU violation contributed to the reported difficulties with the device. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1494/indication for use.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional endovascular aneurysm repair procedure with a 14f sheath. Reportedly, the suture separated when the plunger was removed. The knot was noted untied upon device removal. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.